Manufacturer narrative:
The technician investigated the alleged incident and spoke with unit supervisor who alleged that the nurse and an assistant were turning a patient towards the left side of the bed when she heard a click sound and the left side rail suddenly lowered and the patient allegedly fell out of the bed. The nurse alleged that the side rail latch released on its own. The accounts maintenance removed the bed from service. The accounts maintenance inspected the bed and alleged that the left intermediate side rail will suddenly lower when it is "bumped and pressed on just right." The technician could not duplicate the side rail dropping. Maintenance will replace the side rail latch. Account would not release patient information. The accounts maintenance stated that he found the latch pin had a wear spot on it, allowing the side rail to have the latching issue. He stated that he will replace the latch pin in a day or so. I asked that he would send me a picture of the latch pin worn spot. He said he would try. He did not know if the hospital will release the suspect part or not. Per the hill-rom manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the side rail for proper latching. When the side rail is latched, an audible click should be heard. Gently pull on the side rail to make sure it is latched properly. If latching is difficult, make sure that the latch is clean and inspect for obstructions. If wear is found, replace the latch components.

Event description:
The account reported the left intermediate rail failed, causing a patient to fall out of the bed. No information on patient/user injury was provided. This report was filed in our complaint handling system as complaint (B)(4).